Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display during rewinding. Customer's blood glucose value was 86mg/dl. Customer also mentioned about the pump error but was able to rewind the pump. Customer was assisted with self test and the test passed. Insulin pump will not be returned for analysis.